Event description:
It is reported that the device was implanted in 2003, and that the pt dislocated in 2007, and an ER physician manipulated it back into the socket. The following year, the hip dislocated again and was relocated in ER surgery. Pt is living with pain and discomfort. Surgeon recommends revision if dislocation reoccurs.

Manufacturer narrative:
Eval summary: neither post-operative x-rays nor surgical notes were provided. Pt height, weight, and activity levels are also unk. Muscle tension in the hip joint is unk. Given the info provided, it is not possible to definitively determine the cause for the alleged complaint. Eval: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.